Event description:
From staff: while preparing to use a boston scientific ivus catheter, the staff noticed the device was defective. The blue connector that connects to the mdu [medical diagnostic unit] pulled free of the clear plastic housing it sits in, which is not normal. A different catheter was used without further incident. No harm to the patient.